Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free/coils were removed perfectly in tact inside my tubes') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free/ coils were removed perfectly in tact inside my tubes') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free/ coils were removed perfectly in tact inside my tubes') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced facial paralysis ("bells palsy"). The patient was treated with surgery (for essure removal). Essure was removed in october 2017. At the time of the report, the medical device removal and facial paralysis outcome was unknown. The reporter considered facial paralysis and medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on an unknown date: no conclusive evidence. Computerised tomogram - on an unknown date: no conclusive evidence. Electrocardiogram - on an unknown date: no conclusive evidence. Magnetic resonance imaging - on an unknown date: no conclusive evidence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event bell's palsy was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.